Event description:
The pt had a ventriculostomy drain. The rn noticed the precipitate in drainage tubing. The neurosurgeon was notified and operated again to remove and replace the catheter. Suspect precipitate was secondary to antibiotic coating on the tubing.

Manufacturer narrative:
This event is still under investigation at this time. Device return is anticipated for investigation, but it has not yet been received.